Manufacturer narrative:
As a result of integra's two year retrospective review, which is still ongoing, integra concluded that this medical device report should have been submitted at the time that the complaint was received. The device was received for eval. The green anodizing was scraped off the heard of the screw. The screw head was deformed, pulling through the manta ray plate had caused a burr around the top edge. A review of the complaint log showed that this was the fifth incident of a screw pulling through a plate to be reported to theken, but this was the first incident involving the revision b version of the screw. The issue was addressed in the failure modes and effects analysis (fmea) of (B)(6) 2008 for this device. Integra considers this complaint investigation closed. Further incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The rptr stated that during a spinal surgery procedure using the manta ray anterior cervical plate, the fourth variable angle screw to be lightened down was pulled through the plate. The three previously inserted screws were removed and the plate was removed. The fourth screw was then removed and the plate was then re-inserted with larger "rescue" screws being used in the four hole locations without any further incident.